Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to high blood glucose (bg) resulting from the infusion set coming off on (B)(6) 2025. The blood glucose (bg) level was approximately around 300 mg/dl and the patient also tested for ketones and was treated with insulin administration via intravenous (IV) drip. The length of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.